Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, a revision surgery for patellar component was performed to lateral release on ligaments and conversion to 7.5mm revision resurfacing patellar. The current health status of the patient is unknown.

Manufacturer narrative:
H6: health effect - clinical code, b5: describe event or problem.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient experienced general discomfort while when mobilizing. A revision surgery for patellar component was performed to lateral release on ligaments and converted to 7.5mm revision resurfacing patellar. The surgeon believes surgical placement on his behalf is to blame. The current health status of the patient is unknown.